Event description:
In this case, the operator went to acquire a whole body scan on a pt with a large body mass on the forte power pack camera when they selected the total body on the display panel to set up the acquisition. The operator noticed that the pt could come into contact with the detector one (det 1) so they lowered the imaging table. After lowering the imaging table, the operator proceeded to use learn mode to define the pt's body and began moving the pt in towards the gantry ring. A system error message appeared on the screen and the operator elected to resume the positioning of the pt. The same system error message appeared on the system and the operator pressed resumed, but the same message appeared three (3) more times on the system. Each time the operator elected to resume with the pt acquisition. The operator turned around and saw the imaging table moving vertically in upward motion, so they activated an emergency stop button before the pt's nose came in contact with the collimator cover on detector one (det 1). The system motion halted in a controlled fashion. The operator used the emergency release lever to remove the pt from underneath the system. The operator was having problems removing the pt from the system due to the pt's large body mass when the pt's sternum came in contact with det 1. Another operator had come over and reset the gantry and moved det 1 away from the pt to get them off the imaging table. The pt complained of chest pains and was taken to the emergency room to be examined by a trained medical professional. The operator placed a service call for a philips service engineer to evaluate the system. The philips service engineer tested all the safety functions (emergency stop buttons and collimator collision sensors) which are working properly on the system. The philips service engineer tried to reproduce the reported event but was unable. The philips service engineer did not replace any parts on the system.

Manufacturer narrative:
Note: we have not completed our investigation of this event (B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).